Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had a leaking cartridge. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 32 mg/dl with acidosis and irregular heart beat; cause was not known. Customer tried to address the bg with carbohydrates, glucose tab and glucagon, which the customer vomited up. Customer was treated in the ICU with intravenous fluids of saline, potassium drip with anti nausea, toradol and fentanyl. Customer was discharged from the ICU two days later with the issue resolved and no permanent damage. Ultimately, the customer resorted to an alternate method of insulin therapy.